Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Material # unknown, batch # unknown. It was reported by customer that when administering IV push chemotherapy through the port closest to the patient on texium tubing. They have had leaking of the chemotherapy around the connection site. Verbatim: we have had two incidences recently at our clinic when administering IV push chemotherapy through the port closest to the patient on texium tubing. They have had leaking of the chemotherapy around the connection site. Please cc customerquality@bd.com and seleste.crescenzo@bd.com on further communication.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown batch # unknown it was reported by customer that when administering IV push chemotherapy through the port closest to the patient on texium tubing. They have had leaking of the chemotherapy around the connection site. Verbatim: we have had two incidences recently at our clinic when administering IV push chemotherapy through the port closest to the patient on texium tubing. They have had leaking of the chemotherapy around the connection site. Please cc customerquality@bd.com and seleste.crescenzo@bd.com on further communication.